Manufacturer narrative:
The physician instructed the pt to consult with her physician for ongoing medical care. The lot number and expiration date were reported as unk. Company comment: "huge indentation between her eyebrows; like bubbles or an air pocket under skin" is assessed as customer dissatisfaction which is not an adverse event. On (B)(6) 2011, add'l info was obtained from the pt. The pt reported that she had seen "up to 40 physicians since this episode first happened." On an unk date, following the injection of restylane, the pt developed lesions. The lesions were further described by the pt as having developed as a dot on her skin with itching, after which a scab formed which she treated with ice. On an unk date (reported as, "after a few (B)(6)"), the pt pulled the scab off and a small piece of plastic, like a bb, fell out. The pt additionally reported that on unk dates (reported as, "in the past 4 years" from the date of the report), she had twice tested (B)(6) for a "secondary (B)(6) infection." On an unk date (reported as, "recently" from the date of the report), the pt visited a pathologist who tested the lesions and the small pieces of plastic that came out of the lesions and found that they contained a plant fiber. The pt further reported that delusional parasitosis, infection and picking disorder were ruled out. The reported events have not been medically confirmed. The pt has refused to provide her physician's name and contact info until she could speak with the physician. (B)(4).

Event description:
On (B)(6) 2009, a spontaneous report was rec'd regarding a (B)(6), female, who rec'd an injection of restylane (cross-linked hyaluronic acid dermal filler). On (B)(6) 2011, add'l info was rec'd from the pt. Based on the info rec'd, the case was upgraded to serious, unexpected. Medical history included no previous restylane use. The patient's skin type was not reported. Concomitant medications included clorasil (dietary supplement for fungal infections) 3 capsules daily and xanax (alprazolam) 0.5 mg as needed. The pt rec'd a 1 syringe injection of restylane on an unspecified date in (B)(6) 2006, to the nasolabial folds and in between the eyebrows. Pre-procedure medications included an unspecified topical numbing cream. No add'l procedures were performed at the time of implantation. On (B)(6) 2006, about (B)(6) weeks after the injection, on the patient's wedding day, her make-up artist noticed a hive or welt on her right cheek bone. The welt moved down the patient's face, into her neck, under her chin and jaw bone and toward her right ear. A huge indentation developed between her eyebrows, further described as bubbles or an air pocket under her skin. The pt massaged the area to help with the indentation. On an unk date, open sores or lesions began to develop on the patient's forearms and hands. On (B)(6) 2007, a lesion on the patient's left forearm was biopsied and showed some necrotic tissue. The pt believed she may have a secondary bacterial infection. The open sores or lesions on the patient's hands had what looked like pieces of clear plastic or white covered gravel or stone coming out to them. The lesions had been present for awhile and clindamycin was prescribed at one time to treat them. Recently, the patient's dermatologist had prescribed a cream for the lesions. The pt had not filled the prescription and could not make out the writing, but believed it read "halctasol" cream. The pt had been feeling achy and had an upset stomach recently. The pt believed she was "suffering chronically from the restylane injection." The pt had seen numerous physicians, but had not been given a diagnosis for her symptoms. On (B)(6) 2010, add'l info was rec'd from a company rep (physician). The pt reported to the physician that she had developed some sort of skin condition on her hands, which she attributed to her prior use of restylane. The pt had seen approx 20 doctors for this condition the pt did not describe the timing, nature or extent of her use of restylane, nor that of her subsequent medical treatment.